Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that during the procedure, the wire couldn¿t be inserted into the lead completely when the physician implanted a new lv lead. The physician decided to use another lead to complete the operation. No adverse consequences reported on the patient.